Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, d9, d10, e1 (last name, address), e1 - initial reporter establishment name: (B)(6), h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h11 the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the chipped forceps cap malfunction: component failure of the biopsy valve. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited an issue that when inserting an instrument into the respiratory scope, the forceps cap chipped into a half-moon shape and fell inside the scope. This occurred during procedure, and this was finished using a similar device. There were no reports of patient harm.